Event description:
The patient reported that they were having shocking pain in their shoulder blade and legs. The patient stated that their stimulation was off, but the shocking pains were still occurring. The patient noted that they were recently exposed to an emi environment, as they had a CT scan. The patient had the CT scan on (B)(6) 2016 for an unrelated delirium issue. The patient was to follow up with their healthcare provider. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.